Manufacturer narrative:
The lead was returned in two pieces. Analysis found that the outer insulation was externally and internally abraded at 10-12.5cm from the distal end. The sensing cables were externalized. External abrasion was also noted on the outer insulation at 49.5-49.7cm from the distal end. The rv cables were visible. The etfe insulation of the sensing cables was intact in both abrasion zones. Normal electrical characteristics were measured for both pieces.

Event description:
It was reported that sensing had decreased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.